Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and only top portion of the screw was received, the top bottom part of the screw was discarded by dentist. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer. Added follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Added event problem codes. Added evaluation codes. Describe event or problem: added additional information. Correction: device availability - date returned to manufacturer.

Event description:
The abutment screw was placed on (B)(6) 2014 and fractured on (B)(6) 2016

Event description:
The dentist reported that abutment screw fractured inside the implant. Doctor was able to remove the fractured part. A new screw was placed.